Manufacturer narrative:
H6- health effect- clinical code: 4581- lens rotation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was repositioned but this did not resolve the issue. The lens was explanted and replaced with a longer length lens and problem resolved. Cause of the event was reported as patient related factor.